Event description:
It was reported that the ventilator failed multiple tests pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The investigation determined that this complaint is a duplicate of report with mfg report number: 8010042-2021-00452. Therefore, for evaluation results and manufacture¿s narrative please refer to this report. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 05/15/2018. Corrected manufacture date: 11/02/2005.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The correction of field #h10 addtl mfg narrative/corr data deems required. This is based on the internal evaluation. Previous referred mfg report number: 8010042-2021-00452. Corrected referred mfg report number: 8010042-2021-00461.